Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. A field service engineer replaced the ise sipper nozzle, mixing vessel, pinch tube, sample probe, and sipper syringe seals. An ise check and a precision check were performed. All values were within range and no abnormalities were found. The investigation did not identify a product problem. The specific cause of the event could not be determined but appeared to be resolved by the service actions.

Event description:
There was an allegation of questionable sodium results for qc material and a patient sample tested on the cobas c 303 analytical unit. The initial result was 150 mmol/l. The measurement was repeated because the result did not fit with the previous values for this patient. The repeat result was 144 mmol/l and was considered correct. The questionable result was not reported outside of the laboratory.